Manufacturer narrative:
Lot number was not reported. Pharmacovigilance comment: the serious expected event of nodule at implant site was considered possibly related to the treatment. Serious criteria included the need for surgical intervention to prevent permanent damage. Potential contributory factor include injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. (B)(4).

Event description:
Case reference number (B)(4) is a literature report detected on 03-jun-2017 by medical affairs department during a literature screening. This case was identified in the article mole b. Long-lasting filling procedures. Ann dermatol venereol. 2008;135:1s39-47. Doi: 10.1016/s0151-9638(08)70210-2. A patient of unknown age and gender received treatment with new-fill in the orbital region. Unknown time later treatment, the patient developed superficial nodules that readily calcified at treated area. Corrective treatment included direct excision of the nodules.